Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia, with a blood glucose reading of 35 mg/dl. The customer stated that the insulin pump was put on in a class and that the diabetic manager teaching the class programmed the settings. The customer also stated that once the paramedics left, her blood glucose levels were still low, and that she had to snack to elevate her blood glucose levels. The customer then stated that she had kept the insulin pump on during treatment and that her basal rate has been at 3.75 units per hour. Nothing further was reported.